Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was unable to communicate with the contour next bg meter. Problem isolated to pcb2 board. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the customer was unable to pair transmitter and blood glucose meter. Customer was performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.